Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During use the cuff leaked . The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
One sample was received for evaluation. An inflation/deflation test was performed and it was observed after seconds the cuff deflated. A visual inspection was performed and it was observed the cuff presented a cut. All manufacturing controls were found acceptable and effective to detect the reported failure mode.